Event description:
It was reported that the loop part of the bipolar cauterizing device used for trans urethral resection of prostate broke off inside the patient. The broken cutting loop was removed and replaced with a new one and then the patient was x rayed in theatre. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).